Manufacturer narrative:
The customer complaint pump fail is confirmed after 30 min on battery power pump turn off and restart until it is plug into ac power. Error code of failure was seen at that time in history. The probable cause is the battery.

Event description:
The event involved a plum 360¿ infuser compatible with ICU medical mednet¿ software where it was reported that the pump failed while running norepinephrine while on transport to computerized tomography (CT) for an intensive care unit (ICU) patient. The customer added that they restarted the infusion at higher rate as the medical intervention. There was interruption for a life sustaining therapy "infusion" as a delay in therapy. The patient changed temporarily due to the event. The patient current status is unknown. There was patient involvement and unknown patient harm. The customer requested repair only.

Manufacturer narrative:
E1 - initial reporter phone has an extension number of (B)(6). The device was returned for evaluation. The investigation is pending.